Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having jaw disorder while using the night aligners and that they can hear their jaw clicking and their teeth are constantly biting the side tongue. The patient stated that they are on their last pair of aligners, they didn't help them achieve what the plan indicated, and they are having more problems with biting (according to the dentist). The patient has acknowledged the field safety notification, and we can now support the patient's request for refund, after the dentist has recommended them to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.